Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short circuit inside the analog chip. The chip supply voltages in the power nodes were found to be measuring below expected values by the chip's internal measurement system, however, they were confirmed to measure normal at the external inputs to the chip. Resistance values also measured lower than normal at these nodes. The low voltage reported by the analog chip and lower than normal resistance increased demand for supply current from the processor, which ultimately caused the reported decrease in battery life. Advanced bionics will continue to monitor failure modes of this type. This older device configuration in not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced poor battery life. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. Device testing revealed results within normal limits. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.